Manufacturer narrative:
Concomitant medical products: 419378 lead; 5076-52 lead, implanted (B)(6) 2004; 500dm27 mechanical valve, implanted (B)(6) 2004.

Event description:
It was reported that the right ventricular (rv) lead exhibited a jump in pacing impedance to high levels. The capture threshold was also high. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.